Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was implanted in the main airway to treat a malignant stenosis compressing the trachea during a stent placement procedure performed on (B)(6), 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, after the stent was implanted, a tracheoscopy found the stent's steel wire fractured. Reportedly, the broken wire did not cause any problem to the patient and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.